Event description:
Upon disconnection from pd treatment, pt noticed the tip of the transfer set was almost completely pulled away from the handle portion of transfer set. When applying the new minicap, pt pushed really heard on the transfer set to return the dark blue portion to the correct position then called the clinic right away.